Manufacturer narrative:
Occupation is a lay user/patient. The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and 5 test strips from vial lot 50772321 were returned and tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter 11:27 am was 3.7 inr. The result from the laboratory was 2.68 inr. The timing between tests was within a few minutes. The patient¿s therapeutic range is 2.5- 3.5 inr.